Event description:
The customer reported being hospitalized due to high blood glucose of 537 mg/dl. The customer was experiencing unexplained high glucose for two days. Troubleshooting was performed. The customer stated that the infusion set was changed to resolve the issue. Reviewed programming and found that the basals rates were higher, and because the customer was running high for three days, the daily totals were not consistent. Ran a primed test and passed. The customer's most recent glucose reading was 239 mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.